Manufacturer narrative:
H.6 investigation summary: bd received samples and photos for investigation. The photos and samples were evaluated and the indicated failure mode for fm in tube with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported that 8 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no. 369714, batch no. 9184008. Rcvd an email from the customer with the following information: we received lot 9184008 ¿ 300 pcs. We inspected 50 pcs and had 8 floaters. They were found during our inspection on oct 16th.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no. 369714, batch no. 9184008. Rcvd an email from the customer with the following information: we received lot 9184008 ¿ 300 pcs. We inspected 50 pcs and had 8 floaties. They were found during our inspection on oct 16th.